Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that the user was having issues with the arctic sun device not sensing temperature. Per additional information updated from ttm on 22apr2026, biomed needs help with device that floor sent down with a message stating not sensing temperature. The floor sent s/n (B)(6) down for service. They were trying to start therapy but was getting alarm 14 (pt temp out of range). Biomed spoke with them earlier and was advised getting the temperature simulator key from the service kit. They had that now. Had them connect the temperature simulator key to the temp-in cable and patient temperature did not display. Replaced the temp-in cable and temperature still did not display. Enabled patient temperature 2 and connected the temperature cable with the temperature simulator key to temperature port 2. Temperature did display. Advised the device itself needs repair. Asked remote service team to call biomed next business day. Per review of wo notes, troubleshot and found it had received alarm 14's, biomed was going to get the simulator key and test the cable. Biomed called back and stated that they located the 37c simulator key and the device still did not display a temperature. They tried 2 different cables, and both showed nothing when sim key was inserted.